Manufacturer narrative:
B3: the date of the event is unknown, the event date is estimated as june of 2026. Without a product return, no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The device is used for treatment. Ebi will continue to monitor trends.

Event description:
The patient advised that the 63b electrodes are more irritating than the 72r electrodes. The patient advised she has developed blisters on her skin when treating more than 6 hours. Her doctor gave her a prescription cream to use. The patient's doctor advised her to witch to the 72r electrodes. The patient will perform a time test with the 72r electrodes. New 72r electrodes were shipped to the patient.